Event description:
The user facility reported to that during cardiopulmonary bypass, a line ruptured in the circuit. The sampling line tube had been broken at the edge of the female connector between the one way valve and the arterial outlet port on the oxygenator. The fracture of the tube was recognized before use. No patient was involved. No patient involvement. Product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection by ashitaka upon receipt found that the sampling line tube had been broken at the edge of the female connector (white connector) between the one way valve (red connector) and the arterial outlet port on the oxygenator. A retention sample was visually inspected, and no anomalies were noted. The sample was built into a circuit with a roller-pump at a flow rate of 7 l/min. And aback pressure of 500 mmhg. No leak was observed. Releasing and clamping of the purge line and the sampling line did not cause any leak or breakage. The unit was pressure tested, and there was no occurrence of a leak or break. A review of the device history record confirmed no indication of production related anomalies terumo plans on submitting a follow-up report when more information becomes available. Reference evaluation codes: (B)(4). Conclusion not yet available - evaluation in progress.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4).the user facility reported that prior to the cardiopulmonary bypass, a line ruptured in the circuit. The sampling line tube had been broken at the edge of the female connector between the one way valve and the arterial outlet port on the oxygenator. The fracture of the tube was recognized before use. No patient was involved.no patient involvement.product was changed out.the surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - an as indicated by terumo medical corporation in the initial report submitted to the FDA on (B)(6) 2014. Upon further investigation of the reported event, the following information is new and/or changed: (lot number and expiration date) 130328, 02/29/2016; (device available for evaluation) (B)(6) 2014; (indication that this is a follow-up report); (date received by manufacturer); (follow-up report is due to corrections, additional information and device evaluation); (device evaluated by manufacturer); (device manufacture date) 03/28/2013; (identification of evaluation codes). The actual sample was evaluated. A visual inspection confirmed the sampling line tube had been fractured at the edge of the female connector. There were no other anomalies noted on the device. Magnifying inspection and electron microscopic inspection determined that the fracture was consistent with damage as a result of a shock force under cold temperatures. A review of the device history record revealed no indication of production related anomalies, and a search of the complaint file found no other report of this nature with the involved product code and lot number combination. The sampling line tube of a retention sample from the involved product code (lot number 131024) was exposed to a shock force at the joint of the tube and the female connector after having been left at zero degrees celsius for 12 hours. The damage was consistent with that of the actual sample. It is likely the actual sample was subjected to a shock force after having been cooled. Method codes: actual device evaluated; device from reserve sample evaluated; and electron microscopy. Results code: fracture problem. Conclusions code: device failure directly caused event. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 3 for mfg. Report # 9681834-2014-00016 to correct the MDR report number referenced in the initial follow-up # 1 report. Follow up report #1 should state as below: this report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00016 to correct wording, as well as update information.